Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy-defibrillator (crt-d) farfield oversensed atrial events on the ventricular channel, resulting in pacing inhibition. No adverse patient effects were reported. The device was reprogrammed and the oversensing resolved. However, subsequent to reprogramming, the patient reports muscle stimulation.